Event description:
Event description guidant received information that the left ventricular (lv) thresholds have risen since the implantable cardioverter defibrillator (ICD) was implanted. All other lead measurements remain stable. The physician suspects a possible lead dislogement.